Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No interventions were reported. No patient consequences were reported.

Manufacturer narrative:
The reported event was resolved with interrogation using the merlin programmer. No further investigation is required at this time.

Event description:
New information received notes that corrective changes were made to successfully restore the device. No further patient consequences were reported.